Event description:
During a ptca procedure, the physiian experienced removal difficulties. During the procedure, while torquing the guide catheter, a severe kink occurred at the proximal area of the guide catheter. It was not possible to insert the wire or remove the guide catheter from the sheath. The guide catheter was cut for removal. No patient injuries or complications were reported.